Event description:
It was reported that the customer had buttons that were sticking. Customer tried to dial how much they were eating, but it kept going and would not stop. Customer's blood glucose level was 5.5 mmol/l. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer also received a weak battery alarm and removed the battery from the pump. No further assistance needed.

Manufacturer narrative:
The insulin pump powered properly after the battery was installed and operating current were within specification. No weak alarms noted during testing. The buttons had intermittent responds due to corroded keypad traces. No display ramping on its own anomaly noted. The device had minor scratches on the display window, cracked case display window corner, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.